Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient's backup battery (ebb) had been exchanged multiple times without resolving the ebb fault alarm. The system controller was exchanged.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a backup battery fault alarm was confirmed via analysis of the submitted log file; however, the alarm was not reproduced during testing of the returned system controller. The log file contained approximately 10 days of relevant data ((B)(6) 2000 ¿ (B)(6) 2000 per the timestamp). The log file captured a backup battery fault alarm on the timestamp of (B)(6) 2000 from 17:39:02 to 18:29:14 due to the backup battery not passing the load test. The backup battery did not pass the load test due to the unloaded voltage being measured under the acceptable threshold of 10.2 v. The alarms did not affect the controller¿s ability to operate the pump at the set speed. The returned system controller passed functional testing and successfully operated in a mock circulatory loop for an extended period of time without any issues or atypical alarms produced. During testing, multiple load tests were performed and the system controller backup battery passed each time without any issues. The reported backup battery fault alarm was determined to be due to the backup battery not passing the load test. A corrective and preventative action (CAPA) was implemented to address the backup battery not passing the load test due to issues with the backup battery connector. Per the device history record review, the system controller was manufactured prior to the implementation of the CAPA. The device history records were reviewed and the records revealed that the heartmate 3 system controller was manufactured in accordance with manufacturing and qa specifications. The system controller was shipped to the customer on (B)(6) 2019. Review of the DHR also revealed that the system controller was manufactured prior to the implementation of corrective and preventative action (CAPA) 116200, which implements the application of grease on the backup battery ribbon cable. Heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and auditory), including the backup battery fault, power cable disconnect, low voltage advisory/hazard, no external power, pump off, and controller clock not set alarms, and the actions to take if the alarm cannot be resolved. Heartmate 3 instructions for use section 5 ¿ ¿surgical procedures¿, explains how to install the backup battery in the system controller. Additionally, section 2 ¿ ¿system operations¿, explains how to properly replace the backup battery. Heartmate 3 instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment, including the system controller. Additionally, heartmate 3 patient handbook section 10 entitled ¿safety checklists¿, instructs users to regularly inspect their accessories ¿ including their controller power cables ¿ for damage, and to replace any equipment that appears damaged or worn. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.